Manufacturer narrative:
Implant date: estimated based on implant date of (B)(6) 2020.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Fifteen months post procedure, the patient experienced a cerebral vascular accident. The patient was prescribed blood thinners. No further information on the status of the patient is available.